Manufacturer narrative:
Results: the engine housing was cracked. Conclusions: evaluation of the returned engine revealed that the engine housing was cracked. This damage was likely a result of the engine falling off the table during the procedure. During functional testing, the engine was able to power on and produce a vacuum pressure within specification. All vacuum indicator lights illuminated. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using penumbra engine (engine). During the procedure, the hospital technician tripped over the power cord of the engine and the engine inadvertently fell off the table and became broken. Therefore, the engine was removed. The procedure was completed using a syringe. There was no report of an adverse effect to the patient.